Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient had an infection at the insertion site and was treated with medication by the health care professional (hcp), which led to elevated blood glucose levels which was treated with pump on (B)(6) 2026.